Event description:
The account alleges that the drainage catheter was inserted successfully in the angiography room and then the patient was transferred to the floor. When the patient was admitted to the floor around midnight, it was found the hub of the catheter was detached. It was unknown what kind of tension was applied, but it seemed to have slipped out. The procedure was completed by removing the catheter as drainage had been completed. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. There was a deep nick on the catheter shaft towards the distal end of the shaft, indicative of a force being applied downward towards the catheter tip. There was also a pinch point observed near the strain relief and showed that excess force was applied to that spot. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.